Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the electrode belt.

Event description:
A us distributor reported that an italian patient was experiencing a skin issue. The patient reported having an abrasion on her back under the posterior right pad. The patient was provided with new garments at their request. The patient's mother spoke with their doctor who said the abrasion could actually be an infection caused by an insect bite. Until this point, no lotion or medication has been placed on the skin. The patient's mother later reported that the patient's doctor spoke to a dermatologist and the patient has a contact abrasion and will be prescribed a lotion. In addition, the patient's mother reported their doctor said the patient can remove the lifevest today because the family will have an AED put in their home. Further follow-up on the irritation was not completed because the patient was no longer wearing the lifevest. A u.s. Distributor reported that an italian patient's electrode belt failed incoming functional testing.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that an italian patient was experiencing a skin issue. The patient reported having an abrasion on her back under the posterior right pad. The patient was provided with new garments at their request. The patient's mother spoke with their doctor who said the abrasion could actually be an infection caused by an insect bite. Until this point, no lotion or medication has been placed on the skin. The patient's mother later reported that the patient's doctor spoke to a dermatologist and the patient has a contact abrasion and will be prescribed a lotion. In addition, the patient's mother reported their doctor said the patient can remove the lifevest today because the family will have an AED put in their home. Further follow-up on the irritation was not completed because the patient was no longer wearing the lifevest.